Event description:
Follow-up information noted anterior vitrectomy was performed and lens placed.

Event description:
Reporter noted chamber collapse resulting in posterior capsule tear. No intervention reported; pt reportedly recovering well.